Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h11. The forceps cev420 dia 10mm babcock delaitre (cev420) was returned for evaluation: the device history record (DHR) was reviewed, and no abnormalities related to the reported issue were observed. Failure analysis: the moving jaw of the returned forceps was broken. At the point of rupture, a darker area is observed, corresponding to a pre-fracture. Root cause analysis: this area of the breakage was typical of a pre-existing weakness in the material. This weakness was likely due to the initial presence of an inclusion or internal defect, which acted as a crack initiation point. During successive uses of the instrument (the instrument was 15 years old), this weakness facilitated the initiation and propagation of the crack, leading to the final rupture.

Event description:
N/a.

Event description:
A facility reported that during a laparoscopic surgery, the forceps cev420 dia 10mm babcock delaitre (cev420) broke without any shock or trauma, and the broken parts of the jaw were discovered in the patient¿s abdomen. The broken parts were retrieved. There was no patient injury or death, and less than 30 minutes increase in surgical time was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.